Manufacturer narrative:
The patient was in the emergency room for "5-6 hours."

Manufacturer narrative:
Further investigation of the provided patient sample generated higher (positive) troponin I results with reagent lot 175765, but negative results for all other lots of reagent tested. A new sample from the patient was tested at the customer site and the troponin I result was 4.72 ng/ml. The specific date of testing was not provided.

Event description:
The field service representative reported the customer received questionable troponin I results from multiple analyzers for one patient. The result for sample 1 from a cobas e601 analyzer with reagent lot 175763 was 5.79 ng/ml. Sample 2 was drawn from the patient and the result was 6.25 ng/ml. The patient was sent to another hospital and tested for troponin I on another analyzer that was probably a siemens analyzer and the result for this third sample was negative. The field service representative performed calibration and qc on the cobas e601 analyzer and tested samples 1 and 2 with reagent lot 175763. The result for sample 1 was 5.82 ng/ml. The result for sample 2 was 6.23 ng/ml. The field service representative tested sample 1 on a cobas e411 analyzer at another site with troponin I stat reagent lot 174423 and the result was <0.100 ng/ml with a data flag twice. The field service representative performed calibration and qc again on the cobas e601 analyzer and tested samples 1 and 2 with reagent lot 175763. The result for sample 1 was 5.78 ng/ml. The result for sample 2 was 6.26 ng/ml. The field service representative replaced the measuring cell on the cobas e601 analyzer and retested sample 2 with reagent lot 175763. The result for sample 2 was 6.37 ng/ml. The fsr took the reagent, calibrators, qc and sample 1 to another site and tested them on another cobas e601 analyzer with reagent lot 175763. The result for sample 1 was 5.62 ng/ml. On (B)(6) 2014, sample 1 was repeated on the cobas e411 analyzer at another site with troponin I stat reagent lot 174423 and the result was <0.100 ng/ml and on the cobas e601 at another site with reagent lot 174423 and the result was 0.144 ng/ml. The customer stated "the doctor wants an explanation. The results which were reported (other sites) were the outside laboratories." The patient was not adversely affected. Sample 1 was submitted for further investigation and the customer's results could be reproduced.

Manufacturer narrative:
This event occurred in (B)(6).